Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, the cable was damaged by heavy mechanical stress during use, like bend, twist, coil, squeeze or by pulling on the cable instead of the plug. This can cause individual or all wires in the cable to break, which can lead to the reported malfunction. To reduce the risk of this fault occurring, the period of use of the cable is limited to 12 months in accordance with the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus when the esg-400 generator was connected to the hf-cable, bipolar the cable sparked near the control section and broke. The reported issue occurred during an unknown therapeutic procedure. The procedure was subsequently completed with a similar device. Upon follow up with the customer, it was indicated that the doctor performing the procedure at the time of the event suffered a minor burn through the gloves. There was no serious patient/user harm or injury reported due to the event.

Manufacturer narrative:
In the initial report the facility was listed as (B)(6) when the facility should have been (B)(6)). Updates were made to section d3 and g1b to reflect this correction.